Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The patient was brought in for a procedure to revise the rv lead. During the procedure, tissue was stuck in the lead's helix, so the rv lead was explanted and replaced. The patient was stable.